Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set leakage at infusion site on (B)(6) 2026. This issue led to an increase in blood glucose level that were managed with self-administered insulin via multiple daily injection therapy. The issue reported occurred with five infusion sets. No further information available.